Event description:
It was reported that the patient with a known right atrial (ra) lead noise presented to the clinic for a scheduled follow up. Interrogation showed that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. Programming changes were discussed but not made. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that there were automatic mode switch (ams) episodes from noise oversensing on the right atrial (ra) lead and the patient's right ventricular (rv) lead had noise oversensing resulting in pacing inhibition. Both ra and rv leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.